Manufacturer narrative:
The alarm trace did not contain a conspicuous event. The first two patient samples had riba confirmation testing performed and the customer stated that the results confirmed the roche assay results. Based on the calibration and qc data, a general reagent issue could be excluded. The investigation did not identify a product problem.

Manufacturer narrative:
The serial number of module 1 is (B)(6) and the serial number of module 2 is (B)(6). The calibration and qc recovery data provided was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-hcv ii results for 9 patient samples on a cobas e 801 analytical unit. On (B)(6) 2025, sample 1 was tested on an abbott architect analyzer and the anti-hcv result was 6.48 s/co, interpreted as reactive. On (B)(6) 2025, the sample was tested two e801 analyzer modules. The result from module 1 was 0.0595 coi and the result from module 2 was 0.0630 coi, both interpreted as non-reactive. On (B)(6) 2025, sample 2 had a result of 0.0832 coi from e801 module 2, interpreted as non-reactive. The sample was repeated on an abbott architect analyzer and the result was 1.10 s/co, interpreted as reactive. On (B)(6) 2025, a patient sample comparison was performed on 7 samples. For sample 3, the initial results from module 1 were 126 and 141. The abbott architect result was 15.96. For sample 4, the initial results from module 1 were 0.0412 and 0.388. The abbott architect result was 2.06. For sample 5, the initial results from module 1 were 112 and 115. The abbott architect result was 2.61. For sample 6, the initial results from module 1 were 32.6 and 33.1. The abbott architect result was 3.27. For sample 7, the initial results from module 1 were 0.0410 and 0.0400. The abbott architect result was 1.13. For sample 8, the initial results from module 1 were 54.4 and 58.6. The abbott architect result was 19.52. For sample 9, the initial results from module 1 were 0.0345 and 0.0364. The abbott architect result was 2.04. Clarification on the units of measurement and what specific assay the results were for was requested but not provided.